Event description:
Same case as: 6000093-2006-01411. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified, tortuous circumflex (cx) artery. The lesion was predilated with a 2.5x15 mm voyager balloon. When attempting to do kissing balloon technique with the 2.75x24 mm taxus express2 drug eluting stent, the stent strut became flared and the balloon became deformed. The procedure was successfully completed with a similar stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.